Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: the device manufacture date was reported as september 13, 2015 in the initial medwatch report. This has been updated to september 14, 2015. The unique identifier( UDI) has been updated accordingly. Manufacturing site name: the manufacturer location was incorrectly documented as waldenburg in the initial report. The location has been updated to oberdorf. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery, it was discovered that the battery handpiece/modular device ran by itself while being used together with the sagittal saw attachment device. According to the reporter, the surgeon used and opened another combination of motor and saw from another container to complete the procedure. It was not reported if there were any delays to the surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.